Event description:
The pt was revised due to loosening of the talar component.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated.